Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that at the end of the core treatment of a phacoemulsification with iol (intraocular lens) implantation and vitrectomy procedure, a trend of enophthalmos occurred. The operation was started at 20mmhg (millimeters of mercury) but was raised 25mmhg in order to continue with surgery. After the operation, the surgeon suspected that the trend of enophthalmos had occurred "around equator". There was no pt harm reported. Additional information has been requested.